Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to an unknown reason. No further information has been obtained.

Manufacturer narrative:
Correction to the initial MDR additional suspect medical device component involved in the event: model number/catalog number: sc-2218-70, serial number: (B)(6), batch/lot number: 19952079, model/catalog description: linear st lead kit 70 cm, unique identifier (UDI)#: (B)(4). Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-70, serial number: (B)(6), batch/lot number: 19952079, model/catalog description: linear st lead kit 70 cm, unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to an unknown reason. No further information has been obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.